Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark, preventing confirmation of a power source alert. There was no adverse impact to the customer¿s blood glucose level. The customer was advised to try different charging methods without success, leading technical support to send a replacement tandem cable and wall adapter with two-day shipping. Ultimately, the customer reverted to an alternate method of insulin therapy.